Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73k1600114 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: the clip was broken in the fourth loading even though there were no obstacles during the blood vessel grabbing. The fragment of the broken clip did not fall into the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73k1600114 was manufactured on 10/12/2016 a total of 288 pieces. Lot was released on 10/10/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. This was repeated with the same result for the rest of the clips. No issues were found with any of the clips. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a other remarks: part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips broken" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and close with no issues. None of the remaining clips were broken. The device was received with 4 clips remaining in the channel indicating that the end user fired 11 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device. No further action will be taken.

Event description:
The complaint states: the clip was broken in the fourth loading even though there were no obstacles during the blood vessel grabbing. The fragment of the broken clip did not fall into the patient. There was no patient injury.